Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the dobutamine stress facility kit was loaded in two different pyxis machines. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Correction: b5, d1, d4 and h4. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a medication which was removed by the user in one station but unable to be removed in another station has the same configuration. A technical support specialist verified the settings and found that the user has no 'remove' access. All other settings found to be in place and should work as per setting. The tss checked the security settings and found that the user had two roles, and both roles do not have access to 'pharmacist' only. The same settings were confirmed on another device that was functioning properly. While the user was able to remove kit components on that device, the same functionality was not working on the specified device. The application was then repaired to address the issue. The tss reviewed and confirmed that all the dcu settings are in place, and the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the dobutamine stress facility kit was loaded in two different pyxis machines. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.